Event description:
During servicing of this unit. The field service engineer (fse) found that the unit is alarming with battery not connected message. The field service engineer reported there was no patient involvement.